Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary interventional procedure using a 7f sheath. Reportedly, when the plunger was removed, the wire was loose, not connected to the needle. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Return device analysis completed on 8/22/2022 revealed that the guide was separated at the distal end of the guide tube. The actuator wire was still intact.

Manufacturer narrative:
The device was returned for analysis. The reported ¿wire was loose, not connected to the needle when the plunger was removed¿ was not confirmed as the suture was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.